Event description:
It was reported that the patient had shortness of breath and was admitted to the hospital. A lead perforation was suspected. The physician reported fluid around the heart by auscultation. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.